Event description:
Customer called reporting large discrepancies between her sensor glucose readings and blood glucose levels. She stated the sensor was showing 40 mg/dl, but she was actually above 200 mg/dl. She charged the transmitter and reconnected it to the sensor, but it alarmed calibration error. Currently, customer's blood glucose is 73 mg/dl. This is low for her, but she has eaten. She said the last discrepancy between sensor glucose readings and blood glucose level was yesterday, when her sensor read 40 mg/dl but she was actually 220 mg/dl. Sensor was inserted on (B)(6) 2014. There are no activities connected to the event. In the data table, the sensor was trending well from the insertion start until yesterday, when it began trending low for no reason. The sensor was not physically damaged. The alert history showed multiple sensor errors. Customer is currently not wearing the sensor. The transmitter was functioning properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.